Manufacturer narrative:
Voluntary medwatch #5075029: "reporter is blind and was having issues with her insulin pump as a result of not having proper training on how to use it. The insulin pump issues are: communications, the reservoir falls out since the case that holds the pump is not secure enough. The reporter also has issues inserting the sub-q catheter into her abdomen because it is too narrow. The reporter had a flu and ended up in the intensive care unit (ICU). She also has high blood glucose (bg), multi-organ failure and dehydration. The reporter ended up in the ICU for the second time within a week because of the pump failure. The reporter's bg was about 1100 mg/dl; she experienced a seizure and was on life support. The reporter said that the tandem technical support group was laughing at her disability and was not accommodating to her needs. She was very frustrated with the way she was treated and she feels they are not properly trained."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down intermittently. Reportedly, the customer had high blood glucose (bg) levels of 1100 mg/dl and went to the hospital. While in the hospital, the customer was treated with an intravenous insulin drip. The customer reported that the pump turned on while at the hospital and the issue has not recurred. Although requested by tandem technical support, the customer declined to provide any further information regarding the shut down issue or the hospitalization.